Event description:
It was reported that stent fracture occurred requiring additional intervention. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 12 x 2.75 promus elite drug-eluting stent was selected for treatment. However, during the procedure, the stent fractured in the middle. The stent was not removed considering the safety of the patient, and a non-boston scientific device was deployed to complete the procedure. No patient complications were reported.